Manufacturer narrative:
The previous supplemental report (case-2019-00012608-1-2) was submitted in error.

Event description:
It was reported via phone call that the auto mode was not active at the time of the reported event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer experienced hyperglycemia with blood glucose value 500 mg/dl. Customer also reported that battery power loss alarm and battery not lasting for more than two days. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No unexpected battery power loss noted during testing. Device functioning properly.